Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The foley catheter was bypassing when removed, the bulb was noted to be ruptured and broken. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The foley catheter was bypassing when removed, the bulb was noted to be ruptured and broken. The patient's condition is unknown at this time.